Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in clinic for a new driveline (dl) drainage, afebrile. Dl culture on (B)(6) 2025 was negative. They were treated with intravenous (IV) antibiotics and discharged on (B)(6) 2025. The patient returned on (B)(6) 2025 for the same complaints. Dl culture was positive for proteus mirabilis. Infectious disease was consulted, and the patient started cefepime and vancomycin IV. Chest x-ray was also performed that could not rule out pneumonia.

Event description:
It was additionally reported that the patient was originally admitted on (B)(6) 2025. The patient was readmitted on (B)(6) 2025 with uncertain discharge date. The dl infection was unresolved and still being treated. The patient had antibiotic treatment and would continue to be assessed. Daily gauze dressing changes were to be done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.